Manufacturer narrative:
(B)(4).

Event description:
Further follow up reported the patient had no anatomical abnormalities. The patient had no history of scarring or previous surgeries. It was noted this trial had a large amount of blood. It was noted the physician continued to place the leads. It was noted the physician did not mention anything about our leads and needles being an issue in the case or any other. It was noted the patient seemed to be in a large amount of pain. The physician thought that the procedure went well and they did not mention anything about having concerns. It was also noted the physician&#38112;technique was not smooth. The patient¿s leads were removed after the trial and there were no further issues mentioned.

Manufacturer narrative:
Concomitant medical products: product ID 387445, lot# va0bqvl, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: screening device; product ID 387445, lot# va0bqvl, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: screening device; product ID 355531, lot# n390605, product type: screening device. (B)(4).

Event description:
It was reported the trialing system was implanted (B)(6) 2013 and explanted (B)(6) 2013 and it would not be returned because the customer discarded it. It was noted there was no alleged product issue and no action required as a result of this event. It was logged there was no troubleshooting performed and the patient status at the time or report was alive with injury. It was reported the patient was admitted to the hospital to check his hip on the day of report after falling a couple times that day. It was also reported the patient had urinated in the bed a couple times that day and experienced weakness in their legs.